Manufacturer narrative:
The pad-pak was first installed successfully in may 2009 and performed to specification up to the 8th december 2013. The device failed a self-test due to a low battery on the 15th december 2013 and remained in fault mode until the 28th may 2014 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of mainly of ten minutes duration were recorded between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time. The history log suggests the user was intermittently switching between the depleted pad-pak and a good pad-pak. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure/reed switch failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. During investigation the device was found to be giving incorrect child patient prompts with an adult pad-pak installed, this would indicate a failure of the reed switch. The device was still capable of delivering therapy in this mode however the shock energy may have been reduced for higher impedance patients due to the device powering up in pediatric mode. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.